Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) was inserted in the left atrium (la). However, after the dilator was removed and while aspirating, excess bubbles were observed. Echocardiography revealed bubbles at the base of the apex, and the patient had st changes. The device was flushed with heparinized saline. In the physician¿s opinion, the bubbles were from air due to the st changes. A clip delivery system (cds) was advanced and positioned, and the st changes resolved. The air had finally circulated out of the left ventricle (lv). The procedure was completed with two clips implanted, reducing the mr to grade 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6: health effect impact code: removed code 4644. Adde code 4614. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the bubbles were from air due to st changes (EKG/egc changes); however, a cause for the reported EKG/egc changes cannot be determined. Air embolism is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.